Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose level was unknown. Customer states crack on battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, active current measurement tests. No unexpected critical pump errors were noted during testing. Upon further review of the device interior, there were signs of previous moisture on the back of the lcd display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.